Event description:
Report received of a pump failing to alarm for air in line during routine preventative maintenance testing. There were no reports of any adverse patient events while the pump was in clinical use.